Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse found bubbles in the ratio pump. The fse replaced the ratio pump to resolve the issue.

Event description:
The customer reported that the unicel dxc 800 pro synchron system generated false low na (sodium) results on four patient samples. The results were reported outside of the lab. There was no impact to patient treatment. The physician questioned the results. The customer reran the patient samples and obtained higher na results. Controls (qc) were run before and after this event and the results were within ranges.